Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging inoperable equipment. The reporter requested a spare part be sent in accordance with fco. The device was not in clinical use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.